Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified the device was broken shell and missing shell. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified one sharp edge broken in the shell with stress marks. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is a sharp edge broken in the shell with stress marks in the side posterior assessed as surgical impact opening and missing shell assessed as inconclusive. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.